Event description:
On (B)(6) 2012 customer reported that the albumin module, on the dxc 800 pro instrument, was failing calibration after the customer performed weekly maintenance. Customer stated that about 2-3 ml of fluid overflowed on the module. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) assisted the customer with troubleshooting, via phone. Fse instructed the customer to remove the tubing from the drain valve and clear the tubing of any obstructions. Customer cleared the tubing and found that the drain valve was clogged. Customer resolved the issue and no further problems were reported.

Manufacturer narrative:
(B)(4).